Event description:
It was reported that from registered nurse taking care of patient with foley catheter. They attempted to pull a foley catheter for the patient at 3:05 this morning under nurse protocol. They were only able to remove 5 ml from the balloon; attempted several times to remove the sterile water with several different syringes unsuccessfully. There was obvious resistance when moved the catheter. Stopped and let accm attending know. They called to consult urology. When CT surgery and doctor on round, I let them know as well. Then in the afternoon (foley was still in place and draining appropriately). Np came to the bedside and said they spoke with urology. They told him to cut the balloon valve port and passively drain the balloon and then remove the foley. Np cut the valve, and a small unmeasurable amount of fluid drained from the cut balloon port. Again, they attempted to remove the catheter and was met with resistance. At that point ask the patient to stand to allow gravity to assist in the removal and balloon drainage. The patient pushed and I was able to remove the foley with a gentle pull. Np remained at the beside and assisted with removal. When the catheter was out it was clear the balloon still had a small amount of fluid left in the balloon. They would estimate it was approximately 2-3ml remaining in the balloon. No blood was noted during removal but had a small amount of bloody drainage during the first pee post removal. No gross hematuria noted, CT surgery team and charge nurse were aware. Kept the foley and cut valve in case you need to report it to the manufacturer. They would try to leave it in the office in bag with a patient label on it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that from registered nurse taking care of patient with foley catheter. They attempted to pull a foley catheter for the patient in 305 this morning under nurse protocol. They were only able to remove 5 ml from the balloon; attempted several times to remove the sterile water with several different syringes unsuccessfully. There was obvious resistance when moved the catheter. Stopped and let accm attending know. They called to consult urology. When CT surgery and dr. (B)(6) rounded I let them know as well. Then in the afternoon (foley was still in place and draining appropriately). (B)(6), np came to the bedside and said they spoke with urology. They told him to cut the balloon valve port and passively drain the balloon and then remove the foley. (B)(6) cut the valve, and a small unmeasurable amount of fluid drained from the cut balloon port. Again, they attempted to remove the catheter and was met with resistance. At that point ask the patient to stand to allow gravity to assist in the removal and balloon drainage. The patient pushed and I was able to remove the foley with a gentle pull. (B)(6) remained at the beside and assisted with removal. When the catheter was out it was clear the balloon still had a small amount of fluid left in the balloon. They would estimate it was approximately 2-3ml remaining in the balloon. No blood was noted during removal but had a small amount of bloody drainage during the first pee post removal. No gross hematuria noted, CT surgery team and charge nurse were aware. Kept the foley and cut valve in case you need to report it to the manufacturer. They would try to leave it in the office in bag with a patient label on it. Per additional information received on 31jul2025, the product was retained and picking it up today if they did not yesterday in their rounds.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: b, d, e, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.